Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-04496, 04498. It was reported, the patient had been reprogrammed in the past but had lost stimulation over time. It was reported all electrodes on the lead showed invalid impedance. The physician replaced the patient's lead, extension, and the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.